Event description:
It was reported that the patient's driveline had been taped multiple times in different locations. Log file analysis captured a few transient power and flow elevations between (B)(6) 2021, as well as multiple pulsatility index (pi) events on (B)(6) 2021 and (B)(6) 2022. The cause of these could not be confirmed. It was unknown if the patient experienced any symptoms. No further treatment was planned to address the patient's driveline condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic driveline damage could not be confirmed through this investigation as no photos were provided by the account and no product was returned for evaluation. Pulsatility index events, as well as intermittent elevations in pump power/estimated flow associated with pulsatility index events, were confirmed via the submitted log file data. A specific cause for the change in pump parameters cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2021 at 09:19:06 to (B)(6) 2022 at 13:12:06, per the timestamp. No notable alarms were captured. Intermittent elevations in pump power/estimated flow associated with pulsatility index events were captured from (B)(6) 2021 to (B)(6) 2021. Of note, a total of 14 pulsatility index events were captured on (B)(6) 2021. Additionally, a total of 7 pulsatility index events were captured on (B)(6) 2022. Pulsatility index (pi) events are examples of routine events and do not appear in the alarm history. Pi is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). The patient remains ongoing on (B)(6) in an outpatient setting is reportedly doing well with minimal heart failure symptoms. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2010. The heartmate ii left ventricular assist system instructions for use addresses pump speed, power, flow, and pulsatility index (pi) in section 1. This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.